Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4095914 d4. Medical device expiration date: 31-mar-2026 h4. Device manufacture date: 04-apr-2024 investigation summary: material #: 364941 lot/batch #: 4047212, 4095914 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unspecified number of bd vacutainer® urine collection cup, the cannula caused coring upon piercing the stopper of other tubes. There were no health impacts or consequences reported.